Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported display brightness problem was confirmed. The reported drain complication encountered was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The screen brightness check failed. Cycled through levels 1 to 10 and the brightness of the display remained dark, but visible. There were no other visual discrepancies found during the internal inspection. The cycler underwent and passed a valve actuation test, system air leak test and teach pump test. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. During an internal inspection found evidence of an internal short on the transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was experiencing a display brightness problem throughout set up and during their peritoneal dialysis (pd) treatment. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the cycler also encountered drain complication alarms. The brightness setting was at 10, however the screen remained dim. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that there was an internal short on the transformer of the inverter board.